Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during several an intraocular lens (iol) implant procedures; after the implantation of the lens, cartridges are presenting striations and stress fractures. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned. The photo shows the cartridge still in the handpiece. The plunger has been retracted behind the parting line. The tip has heavy stress. There also appears to be a possible aneurysm on the side left. Due to the viscoelastic on the tip it cannot be verified. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified iol, a handpiece, and viscoelastic. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).